Manufacturer narrative:
No further info is presently available. Based on info cited in the article attempts are being made to obtain details. Should additional info be made available, this report will be updated.

Event description:
While reviewing an article published in the journal of arthroplasty, it was noted that a pt with a tm patella presented with persistent anterior knee pain and mechanical symptoms of locking and catching. Exploration revealed a loose patellar component with no evidence of infection or misalignment. The pt was revised to an all-polyethylene cemented patellar component. Additional info: article: "midterm results of a porous tantalum monoblock tibia component" by anthony s. Unger, md and john p. Duggan, md. The journal of arthroplasty vol 00 no 0 2010.